Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that the osteotome tip crumpled during bone resection. No harm to the patient was reported. There was a fifteen minute delay in surgery due to having to find an alternate osteotome. Quantity of effected devices was unknown when original med watch was submitted. This submission is related to report MDR# 9610612-2017-00170.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found a visibly damaged cutting edge. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard, a material defect and production error can be excluded. The instrument is used for the complete removal of tibial bone resected. The bone is softer then the cutting edge had contact with metal parts, such as implant or pin during surgery. There is the possibility for a pre-damage or similar due to previous surgeries since the last approximately 10 years, by overstraining. No CAPA is necessary.